Event description:
It was reported, that a percuflex plus ureteral stent was used, during a stent placement procedure in the kidney. For kidney stoned performed on (B)(6) 2021. During preparation, when trying to remove the suture. The stent was torn and the coil was detached. Additionally, the stent shaft was broken into two pieces. The procedure was successfully completed with another percuflex plus ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Block h6: medical device code a0401, captures the reportable event of stent broken. Block h10: the returned percuflex plus ureteral stent was analyzed. And a visual evaluation noted, that the bladder pigtail section was detached. The detached section was buckled/accordion. Additionally, the suture hole was torn and the tip had a drag mark. The suture string was not returned. No other problems with the device were noted. The reported event of stent shaft break was not confirmed, but the reported event of coil detached was confirmed. The analysis of the returned ureteral stent revealed, that the bladder coil was detached. Also, the detached bladder pigtail was buckled/accordion. This problem could have been generated, due to the force used when the stent was pushed up with the pusher/positioner over the guidewire or when the stent was used. Additionally, the suture string was not returned. And the suture hole torn and buckled/accordion, evidence that the device was manipulated. It is most likely, that the problem was generated, due to the manipulation/handling of the device or due to the interaction with other devices, during the procedure. A functional evaluation noted, that there was no resistance upon loading a mandrel into the device. And the guidewire was unloaded without problems. The investigation concluded, that adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed, that no anomalies or deviations related to the event occurred, during manufacturing. A labeling review was performed. And from the information available, this device was used, per the instructions for use (IFU) product label. Block h11: correction to field h6 (device code) upon review of the complaint.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported that a percuflex plus ureteral stent was used during a stent placement procedure in the kidney for kidney stoned performed on (B)(6) 2021. During preparation, when trying to remove the suture; the stent was torn and the coil was detached. Additionally, the stent shaft was broken into two pieces. The procedure was successfully completed with another percuflex plus ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Block h6: medical device code a0401 captures the reportable event of stent broken. Block h10: the returned percuflex plus ureteral stent was analyzed, and a visual evaluation noted that the bladder pigtail section was detached. The detached section was buckled/accordion. Additionally, the suture hole was torn and the tip had a drag mark. The suture string was not returned. No other problems with the device were noted. The reported event of stent shaft break was not confirmed, but the reported event of coil detached was confirmed. The analysis of the returned ureteral stent revealed that the bladder coil was detached; also, the detached bladder pigtail was buckled/accordion. This problem could have been generated due to the force used when the stent was pushed up with the pusher/positioner over the guidewire or when the stent was used. Additionally, the suture string was not returned and the suture hole torn and buckled/accordion, evidence that the device was manipulated. It is most likely that the problem was generated due to the manipulation/handling of the device or due to the interaction with other devices during the procedure. A functional evaluation noted that there was no resistance upon loading a mandrel into the device and the guidewire was unloaded without problems. The investigation concluded that adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Block h11: correction to field h6 (device code) upon review of the complaint.

Event description:
It was reported that a percuflex plus ureteral stent was used during a stent placement procedure in the kidney for kidney stoned performed on (B)(6) 2021. During preparation, when trying to remove the suture; the stent was torn and the coil was detached. Additionally, the stent shaft was broken into two pieces. The procedure was successfully completed with another percuflex plus ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.